Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: one (1) actual device and one video were returned for evaluation. The actual device was visually inspected, and the reported leak was not easily identified. The returned video was reviewed, and it was noted that the device was leaking. Functional testing was performed on the actual sample, and it was immediately observed that there was a leak from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the administration port. This was observed after the product was filled with solution, before patient use. There was no patient involvement. No additional information is available.